Event description:
The pt presented with 7 to 8 cm open ventral incisional hernia defect. The pt had a bmi of (B)(6). Primary closure was not possible. A wn t1015 was used as a bridge implant and fixated with approx 20 - 25 interrupted sutures. Upon extubation the pt had one extremely violent valsalva maneuver or cough which tore the mesh along the midline. The pt was put back under anesthesia, the compromised mesh removed and replaced with an identical mesh (t1015) but with less tension on the mesh. Upon extubation the 2nd time the pt again had a valsalva maneuver or cough but to a lesser degree without problem.